Manufacturer narrative:
The device history records for the valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. It was reported that the valve was implanted properly into an existing bioprosthetic valve. The post implant gradient was 20 mmhg so a balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. The observed gradient may be attributed to the valve-in-valve procedure which can decrease the effective orifice area (eoa) due to the size and thickness of the valve frame. Other non-valve related factors (e.g., left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction) can also affect patient gradient. Based on the information received, the valve dislodged due to the interaction with the balloon wire. However, without procedural imaging, the root cause of the dislodgement could not be confirmed. Valve dislodgement events are typically not related to a device malfunction. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bioprosthetic valve, the valve was implanted properly. The post implant gradient was 20 mmhg so a balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. Before advancing the balloon, the valve had to be re-crossed. The physician inadvertently advanced the wire through the diamond/strut of the valve without knowing. The balloon was able to be advance and successfully post dilate the valve. When attempting to pull the balloon out over the wire, it got stuck in the diamond strut. The physician pulled hard and the valve dislodged. The valve was pulled into the descending thoracic aorta before the balloon was withdrawn. A second 23 mm valve was advanced through the dislodged valve and into position. The valve was deployed successfully with a nearly 0 gradient. The first valve remains in the aorta. No additional adverse patient effects were reported.